Event description:
On (B)(6) 2018, a 38mm amplatzer septal occluder deployed deformed, cobra shaped during the procedure. The device was removed from the patient and replaced with a 40mm amplatzer septal occluder (lot number: 6021590). The procedure was extended greater than 30 minutes and the patient remained hemodynamically stable throughout. Post-procedurally, the patient is reported to be stable.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.